Event description:
Discrepant urine test result. A patient was tested with the icon 25hcg test kit at the clinic and the result was negative. No serum sample was collected for hcg quantitative testing. The physician was able to confirm the patient was pregnant by finding a fetal heartbeat using a doppler. There has been no change to patient treatment that can be attributed to this event.